Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by pfizer. Primevigilance did reach out to obtain with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
Material no.: unknown, batch no.: unknown. It was reported the patient had an elevated ige level reacting to chlorhexidine. Postoperative assessment revealed elevated serum tryptase levels during his reaction (9.4 ng/ml compared with a baseline level of 2.5 ng/ml 24 hours later). Skin testing elicited a positive response to chlorhexidine and found an elevated level of specific ige to chlorhexidine. Skin test responses to other agents used perioperatively (ropivacaine, fentanyl, morphine, midazolam, cefazolin, tranexamic acid) as well as potentially cross-reactive agents, penicillin and amoxycillin, were negative. A medical alert bracelet was fashioned stipulating his chlorhexidine allergy.